Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event nodule/granulomas (pt: injection site nodule), was deemed to meet the serious criteria of permanent damage and required intervention to prevent permanent damage. The device history record of radiesse injectable implant could not be reviewed. The radiesse injectable implant lot number reported as 1001249977, was confirmed as not a valid lot number.

Event description:
This spontaneous report was received for a us health care professional and concerns a patient. The patient was injected with radiesse®, into the jawline (off label use of device). After the treatment with radiesse®, the patient experienced a small aliquot on either side of the skin, that formed a nodule and was unsightly. The injector broke some of it by using fluorouracil (also reported as 5fu) and kenalog 40, but there was residual. Due to the provided information, the outcome of the event was considered as resolving. Follow-up information was received on 24-feb-2022: this case was upgraded to serious. The event term nodule was amended to nodule/granulomas, and the coding remained unchanged. The patients age, gender (female) and weight (reported as 125) were provided. She was (B)(6) at the time of the event. Batch number was reported as 1001249977 (reportedly it was an invalid batch number). She was injected with 2 syringes of radiesse. The patient did not previously receive filler along the jawline. Concomitant medications included tasigna, omeprazole, duloxetine, klonopin, topiramate and pregabalin. On (B)(6) 2020, after the treatment with radiesse, the patient experienced the event. After multiple injects of fluorouracil and kenalog that appeared to show improvement, on (B)(6) 2021, the granulomas were excised along the chin. As reported, it was smaller and appeared flush after the excision. In (B)(6) 2021, at the follow up, the patient was improved. At the time of this report, the patient stated that they were back. As reported, the entire jawline was treated, but the only granulomas that formed were at the jawline, under the location of the depressor anguli oris (dao). No relevant laboratory tests were performed. Due to provided information, the outcome of the event was considered as not resolved, and was therefore changed from resolving. In the opinion of the reporter, treatment was necessary to prevent permanent damage, the event was permanent and was related to radiesse.